Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode in the afternoon. Review of the device memory indicated no tachycardia in the time frame of the syncope. However, in the morning there was supraventrentricular tachycardia (svt) that was not treated with therapy. The svt resolved spontaneously. No additional adverse patient effects were reported.